Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented with failure to capture from their left ventricular lead. A fluoroscopy revealed that the lead had dislodged. Previous physician deactivated the lead on an unknown date. Lead was again addressed on 19 apr 2021. Lead was explanted and replaced. Patient was discharged after the procedure.